Manufacturer narrative:
The reported complaint was confirmed. The srt opened the ccm and found that one of the local area network/interface board (lan/if) signal cable connectors was ripped from the wiring clip. He replaced the lan/if signal cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) had a system power failure. There was no patient involvement.